Event description:
The customer reported experiencing an alarm 2 followed by alarm 26 on their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to disconnect from the site and perform specific actions with the pump, including delivering a bolus with an empty cartridge, which was completed successfully. A one-time pump replacement was issued, and the customer reverted to an alternate method of insulin therapy.